Event description:
A customer reported to baxter (B)(4) of an interlink tm injection site in which a nurse observed small piece of the cap (rubber) floating inside the cap. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition an interlink tm injection site in which a nurse observed a small piece of the cap (rubber) floating inside the cap was confirmed during visual inspection of the defective sample. Actual defective sample and a companion sample were available at the plant for evaluation. During visual inspection particulate matter, yellowish in color, was found inside the injection site of the defective sample. The particulate matter is not part of the septum received for evaluation because, there is no chip off of the septum. No other tests were performed. The assignable root cause of the reported condition is unknown. No repairs were made since this is a single use device. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.